Event description:
The complainant reports that the injection port is contaminated. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination, the presence of a dark particle was observed embedded in the bonding area between the injection port and the tubing. The size of the particle was approximately 2 mm. The particle is not movable and is not in contact with the fluid path. Therefore, the functionality of the product is not jeopardized. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Through visual examination of reserved samples, no deviations were observed. The component is assembled on the bag through an automatic machine; the complaint product was not recognized and segregated in the following inspection step. The personnel involved in the assembly and inspection process were informed of this complaint to heighten awareness of this defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.